Manufacturer narrative:
It is not known if the initial reporter sent a report to FDA. (B)(4).

Event description:
The customer complained of erratic quality control and patient results for the testosterone ii assay over several weeks. The customer replaced multiple reagents, calibrators, and controls; they performed liquid flow cleaning and replaced pinch tubing. The customer provided data for five patient samples, of which one was discrepant. The initial result was 157 ng/dl. The result was reported outside the laboratory. The sample was sent to another site for retesting. The repeat result was 114 ng/dl. A corrected report was issued. There were no adverse events. The testosterone ii reagent lot number was 17878202; the expiration date was 10/31/2015. The field service representative found a clog in the sipper path. He cleaned the sipper path and ran performance tests. The customer performed calibration and quality controls. All results were acceptable.